Event description:
It was reported that "the broach handle failed to disengage from the broach. Had to manually disengage the broach with a curette to separate the two. It did not stop the case, continued on normally."

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the device in the pre-plunger deployment state with blood present in the device. Both cuffs were in the foot pockets with the tabs intact. The guide was broken at the distal end inside the metal guide tube and had separated. The reported cuff miss experience could not be confirmed. The damage detected indicates the device was inserted against excessive resistance causing the guide to break. Based on the investigation findings, the most probable root cause for the damaged device and subsequent failure to achieve hemostasis is due to patient selection and a failure to follow the instructions for use. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.